Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultra owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the morning, the patient alleged the issue first occurred. The patient reported using oral medications (unknown type and dose) with diet and exercise to manage her diabetes. On (B)(6) 2012, in the morning, the patient reported visiting her doctor for an office visit and a blood glucose reading of "126mg/dl" was obtained. The patient reported she was given glucose tablets by her healthcare professional. On (B)(6) 2012, in the afternoon, the patient reported increasing her dose of medication (unknown type and dose). It is unclear if the patient increased her dose of medication due to a new prescription from the doctor, or due to the glucose tablets administered earlier that morning. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. The cca also noted that the patient's testing steps were correct and the patient's test strips were correct. When the patient was prompted to press the power button, the alleged error message did not occur. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed she was unable to test her blood glucose due to the alleged issue, and therefore required treatment from a healthcare professional after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.